Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. All buttons function properly. However, moisture damage noted on keypad traces. Verified pump alarmed stuck button two times on 06/07/2024 between 06:37:12.000 to 06:51:19.000 in pump downloaded history. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 05/31/2024 09:31:00.000 in the history files. The alert is expected and occurred due to corroded battery tube. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies and motor assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, corroded motor home switch. All buttons function properly and blank display was not observed during analysis. However, pump received without battery cap, damaged battery cap was unable to verify. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump battery cap metal piece was missing. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. The customer reported a blank display. The customer reported that battery cap contacts are missing, damaged, and/or corroded. The customer reported battery cap was damaged. Damage was on metal contacts. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.